Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) showed drops in lead impedance measurements following three consecutive shocks, ultimately resulting in a shorted lead indicator.